Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 27, 2005. Based on qa assessment, the product met specifications at the time of release. The system was found to function normally. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no phacoemulsification power during a surgical procedure. The system was exchanged to complete the procedure. There was no harm to the patient.